Event description:
(B)(4). I have had depression and anxiety issues in the past but no other health issues. I have had no issues with depression since I was (B)(6). I got essure back in (B)(6) 2013 . Biggest mistake I've ever made. Since I've received the essure I have suffered from horrible headaches that sometimes cause me to black out, massive pelvic pain, hot flashes, mood swings, brain fog/ memory loss, depression, and weight gain.